Event description:
It was reported that during a lap gastrectomy with the tr45w and long45a, the devices were being used to perform a jejuno-jejunostomy. Positioned the device, then fired but the staples partially fired and the device did not cut. Another device was opened and the procedure was completed. Upon inspection of the cartridge, it appears proximal staples have deployed but not distal.

Manufacturer narrative:
Information anticipated, but unavailable at this time.